Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was not known. The insulin pump was replaced and returned.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked lcd window and missing the end cap sticker.